Manufacturer narrative:
(B)(4). On (B)(6) 2014 at (B)(6), the customer reported that after a clinical procedure on their ict sys, when the pt was being moved out of the gantry using the foot pedal, the table continued to move even after the operator removed her foot from the switch for about two seconds and then stopped. There was no report of any harm to the pt, operator, or bystander. The philips field service engineer (fse) evaluated the system and determined that the issue occurred due to excessive spillage of contrast. The fse stated that the contrast had filled the groove between the footswitch panel and the foot switch cover, and had gelled overtime causing the foot switch to become extremely sticky. The fse confirmed that the e-stop did not open and table stopped on its own because the contrast was not sticky enough to hold the table for more than two seconds. The fse cleaned the contrast from the foot switch assembly, which resolved the issue. There was no part replacement. The root cause of the issue was excessive spillage of contrast on the foot switch assembly. The fse cleaned the contrast and the sys was restored to operating condition. (B)(4).

Event description:
The customer reported that during a pt procedure, the multifunction footswitch was sticking when moving pts using the down-and-out (unload) foot pedal. When the trained operator removed her foot, the pt support continued moving downwards for an extra second or two. A philips field service engineer (fse) confirmed the pt support stopped on its own and that the e-stop was not opened. The fse confirmed there was no rescan. There was no report of harm to the pt or operator. The fse cleaned spilled contrast from the footswitch assembly to correct this issue.